Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps was inserted into the arm and after about 40 minutes, the assistant noticed a broken wire. The instrument was removed and replaced with a back up of the same type. There was a delay of less than 15 minutes. The procedure was completed with no reported injury.